Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible broken sensor wire upon removal of the transmitter. Patient did not report any injury or any medical intervention at the time of contact with dexcom technical support.